Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device is damaged. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is 8.9 mmol/l. No further details or information available. The device will be returned for analysis.